Manufacturer narrative:
The customer contacted the siemens customer call center (ccc) to report a falsely low tbil result. Based on the information provided by the customer, ccc determined that there was a sample related issue. The cause of the discordant falsely low total bilirubin pediatric patient sample test result is related to the integrity of the patient sample. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely low total bilirubin (tbil) pediatric patient sample test result was obtained on a dimension 1500 system. The initial result was reported to the physician(s). A second sample was drawn from the patient and run on an alternate dimension 1500 system. A corrected patient test result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant falsely low tbil result.